Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 55 mg/dl; cause was unknown. Reportedly, the customer felt dizzy. Honey, coffee, and peanut butter crackers were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.